Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 200 mg/dl at the time of incident and the current blood glucose level was 286 mg/dl. The customer was assisted with troubleshooting for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as vomiting and diarrhea related to high blood glucose event. The customer also stated that they experienced blood glucose level such as 700 mg/dl. The insulin pump will not be returned for analysis.